Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient for the hyperglycemia. Symptoms noticed after 3 hours of insertion. In troubleshooting bent cannula was observed. Infusion set was placed in abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available